Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the malfunction of can't load software was confirmed during product evaluation. The root cause was determined to be a defective isocom printed circuit board (pcb). The isocom pcb was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with a malfunction of can't load software. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up, while in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.